Event description:
As reported by the study, 31 months after percutaneous coronary intervention (pci), the pt was hospitalized for acute coronary syndrome with negative st and positive troponin. A relationship to the implanted stents was not provided. Additional details regarding this event are not currently available.

Manufacturer narrative:
This pt was randomized to the cypher arm of the study. Intra-procedure meds included aspirin, clopidogrel and heparin. Pci was performed on a totally occluded lesion in the proximal left anterior descending artery of 21mm in length in a 3.0mm vessel diameter. The (type c) eccentric lesion was characterized with an irregular contour. The lesion was pre-dilated with a 3.0x20mm balloon at 12 atmospheres (atm) before 3 stents were deployed. Thrombin inhibition in myocardial infarction (timi) 0 flow was recorded pre-procedure but timi iii flow was restored post-procedure. A 3.0x23mm cypher was deployed at 12 atm, followed by two 3.0x8mm cypher stents both at 12 atm. All were deployed with satisfying results. There were no procedural complications. Post-procedure cardiac enzymes were as follows: ck 25.6, ck-mb was not done and troponin was 806.66. Post-procedure meds included aspirin, statins, beta-blockers and ace inhibitors. At discharge, the pt had no angina. At the 1- month interval, the pt had no anginal complaints. Ongoing meds included clopidogrel, aspirin, statins, beta-blockers and ace inhibitors. At the 6-month interval, the pt had no anginal complaints. Ongoing meds included aldactone, aspirin, statins, beta-blockers and ace inhibitors. At the 12-month interval, the pt had no anginal complaints. Ongoing medications included aldactone, aspirin, statins, beta-blockers and ace inhibitors. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2008-00611, -00612, and -00613.